Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower extremity arteriogram with co2, stent agnioplasty left superior femoral artery, balloon angioplasty left tp chunk and posterior tibial artery, part of needle was broken while stitching of anastomosis in left leg. All pieces were gathered. Another suture was used to complete the case. There was no patient injury.